Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. The getinge field service engineer reported the pim was replaced and the unit passed all functional and safety tests. The unit was returned to customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test.

Manufacturer narrative:
Updated fields: b4, d8, g3, h2, g6, h11. Corrected fields: b3 . *the aware date(g3) reported in the initial report was submitted incorrectly. The aware date should read: 17jun2024.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e4, h6 (clinical and impact code). Updated data: b3, b4, e1 (initial reporter and email), e2, e3, g2, g3, g6, h2, h10, h11.

Event description:
It was reported that during an unrelated service by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test. There was no patient involved.